Event description:
It was reported that noise has been seen on the pace/sense and shock portions of this right ventricular (rv) lead, for several years. Oversensing on the pace/sense portion and a shock lead impedance increase, to greater than 125 ohms, have also been observed. During a clinic visit, t-wave oversensing was observed, for the first time. Noise was not reproducible in clinic, and the t-waves were not oversensed when sensitivity was adjusted to 0.8 millivolts. Technical services suggested a commanded shock, due to the impedance changes. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.